Event description:
The doctor reported that the implant located in dental position number #36 failed due to a fracture. The doctor confirms that the patient did not suffer any kind of impact with his health.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number unknown / not provided. Premarket identification k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm was returned for investigation. Visual inspection of the as returned product identified blood and bone on the exterior, blood and a fracture at the collar. Functional testing was not performed due to the nature of the device and event. The reported device was location is #36 and was used for approximately 13 years. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.